Event description:
It was reported that the patient presented for in-clinic follow-up. An interrogation of the pulse generator revealed a few under-sensed ventricular beats. Programming interventions were made. The patient was stable.